Event description:
It was reported that the patient experienced a hyperglycemic episode on (b)(6) 2026, High Blood Glucose levels which was successfully managed with self-administered insulin via insulin pen injection, resulting in stable blood glucose levels with no reported complications.

Manufacturer narrative:
E1: Patient Country: Chile Medtronic MinimedCountry: United States of AmericaStreet: 18000 Devonshire StreetCity: NorthridgeState: CA Zip Code: 91325.Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.